Manufacturer narrative:
Device evaluation: 1 unit of lot number c1838201 of clso-7-7 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 07 mar 2024. Visual inspection: stent and flap protector returned. Kink observed on the stent 01cm below the flap. Functional inspection: 0.035 inch wire guide passes through freely. Ipe0100 - ruler. Ipe0290 - calipers. Manufacturing records: prior to distribution, all clso-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for clso-7-7 device of lot number c1838201 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the clso-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1838201. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the kink occurring when the positioning sleeve was being loaded onto the device which would have subsequently led to the resistance experienced by the user when attempting to advance the wireguide through the stent. Another possible root cause is that the stent became kinked during handling or preparation ahead of the procedure. Additional information was received which confirmed that a 0.035" wireguide was used. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, kink on stent - prior to use. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence as it occurred prior to patient contact. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the kink occurring when the positioning sleeve was being loaded onto the device which would have subsequently led to the resistance experienced by the user when attempting to advance the wireguide through the stent. Another possible root cause is that the stent became kinked during handling or preparation ahead of the procedure. Additional information was received which confirmed that a 0.035" wireguide was used.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 02-aug-2024.

Event description:
User opened the package and attempted to advance through wire guide while detected the resistance. User then checked the stent and found there is kink mark. User packed the stent and file the complaint.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.